Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-02303. Promus element plus pmss clinical study. It was reported that congestive heart failure occurred. In (B)(6) 2013, percutaneous coronary artery (pci) was performed. The 100% stenosed, 62.3x3.03mm, de novo, type c, eccentric, diffused target lesion was located in the mildly tortuous and severely calcified proximal right coronary (prca). After pre-dilatation was performed, a 30x38mm promus element drug-eluting stent was implanted at 22 atmospheres, without post dilatation resulting to 0% residual stenosis with timi 3 flow. Also, another promus element stent was implanted in the lesion. Five days post index procedure, the patient was discharged. In (B)(6) 2015, the patient presented with congestive heart failure. Drug administration was performed. In (B)(6) 2015, the event was in remission.